Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular (rv) defibrillation lead was experiencing oversensing of the diaphragm resulting in pacing inhibition. It was reported that this patient is pacer-dependent (patient has had his av node ablated). The caller was inquiring whether or not an additional rate/sense lead should be implanted in the rv as an alternative.